Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two non-penumbra coils. After advancing a pod pc into the target location, the pod pc was advanced and retracted several times for re-positioning when the coil unintentionally detached in the middle of the lantern. The physician was unable to use the pusher wire to push the pod pc into the target location; therefore, the physician used a guidewire (0.025 in) to implant the coil. The procedure was completed using four additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was slipped off from the pusher assembly, the pusher assembly was kinked and fractured near its proximal end, and the pull wire was retracted from the proximal end of the pusher assembly. If the device is forcefully manipulated during use, damage such as this may occur. This damage likely contributed to the reported coil detachment issue during the procedure. The detached embolization coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.